Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired straight out of the fiber and the fiber tip burned at 2,116 joules. Also, it was reported that the fiber tip was not retrieved. The fiver tip was not cleaned. No patient injury was reported. The device was not returned for evaluation.